Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: 06-20 08:00 when a patient was receiving intravenous infusion through deep vein tubing, blood was found on the infusion connector. After replacing the connector, leakage was found at the connection between the connector and the three-way connector, so it was replaced again. The patient was unharmed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.